Manufacturer narrative:
There is no indication that the accesstotal bhcg device was returned for evaluation. The field service engineer (fse) completed system check, high sensitivity system check, and dil-test. No system issues were observed. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported non-reproducible total beta human chorionic gonadotrophin (tbhcg) results, for one patient, involving the accesstotal bhcg reagent used in conjunction with the unicel dxi 800 access immunoassay system. The customer indicated the non-reproducible results were not released out of the laboratory. There was no patient impact associated with this event. The customer indicated retest results were within the normal reference range and considered to be correct. Quality control (qc) was within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.